Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: pb1018 transcatheter valve implanted (B)(6) 2015; addrl1 ipg implanted (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of the sensing integrity counter (sic), diminished sensing, undersensing, noise and low impedance values. The rv lead remains in use. It was further reported that the rv lead failure cased oversensing and in the right atrial (ra) lead triggering arrhythmia episode recordings. The rv lead has been reprogrammed with the device set to ddi with observed intrinsic atrial beats falling into the pvarp and not tracked properly due to undersensing of intrinsic rv beats. The ra lead remains in use. No patient complications have been reported as a result of this event.